Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-5400-12 vip¿ glenoid targeter leg batch number: ar10040201 was received for investigation. Visual evaluation of the returned device noted that the shaft of the device was bent and the device had scratches on the surface. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device. Refer to investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2024, it was reported by a sales representative via sems-06635512 that an ar-5400-12 vip¿ glenoid targeter arm broke. This occurred during use, with no adverse effects on the patient.